Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: they were not able to open the mouth of the suturing device. They did not get started with the surgery since the device did not work out of the package.

Manufacturer narrative:
(B)(4).